Event description:
The customer reported a motor error alarm during normal use. The customer stated that the insulin pump was exposed to an MRI scan prior to alarming motor error. The customer stated that the insulin pump will not rewind. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.